Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the physician observed the fiber forward firing. It was noted there were no issues present upon opening the package. The fiber was replaced, and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing was not confirmed as analysis did not observe the aim beam at the fiber tip. However, analysis did identify a break in the fiber body between the control knob and distal tip; therefore, the event is confirmed. It is probable that excessive manipulation/rough technique applied to the fiber during the procedure lead to the fiber break. The interaction between the user and device caused or contributed to the observed fiber break. According to the instructions for use, the fiber should not be bent at sharp angels and the fiber end should not be pressed into the tissue. This will create stress on the fiber which may lead to damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a break in the fiber body between the control knob and the distal tip. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the physician observed the fiber forward firing. It was noted there were no issues present upon opening the package. The fiber was replaced, and a second fiber was used to complete the procedure without any consequences to the patient.